Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy 202 ventilator oxygen blending module board failed calibration. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the oxygen blending module calibration failure was confirmed. There is no documentation stated on which part needs to be replaced to resolve the issue. It is noted that the oxygen blending module part was communicated to the customer and is currently on backorder awaiting restock. The customer responded to a good faith effort via email stating that the oxygen blending module board was supposed to be replaced to resolve the issue, but it was reported that there was a lengthy back order on this part, so the device would not be able to be repaired in a timely manner. The customer states that their facility opted to replace the device instead and remove this unit from service. No further investigation is required. The philips remote service case has been closed.

Event description:
The manufacturer received information alleging a trilogy 202 ventilator oxygen blending module board failed calibration. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the oxygen blending module calibration failure was confirmed. There is no documentation stated on which part needs to be replaced to resolve the issue. It is noted that the oxygen blending module part was communicated to the customer and is currently on backorder awaiting restock. A supplemental report will be submitted when the manufacturer's investigation is complete.